Event description:
Event? The device was unable to cross. Was there any appearance abnormality before use? Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) shaping? When the wire was tried to pull out from the catheter, it got stuck. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: outside the patient. Patient outcome: no patient injury first time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation? Catheter

Manufacturer narrative:
A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: no damage was present on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. The root cause is unconfirmed: no defect noted. The classification as reported is "functional: unable to remove" however upon inspection the classification as analysed is "no product defect: no product defect". Based on the information provided by the supporting documentation, "physician preference" as appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Manufacturer narrative:
Aa review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
[?]Event[?]the device was unable to cross. [?]was there any appearance abnormality before use? [?] [?]where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) [?] [?]shaping[?] When the wire was tried to pull out from the catheter, it got stuck. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: outside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation[?]catheter.